Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump¿s basal rate settings were changing on their own. Blood glucose value is unknown. The customer stated that she had set up the new insulin pump and when she went back into the settings, she noticed they were different. The customer explained that the basal rate was changing 16 units of bed time, she caught it and changed it back and then had to change it again. The customer stated that the doctor indicated that the basal rates were different from when they were programmed and advised the customer to revert to their old device. The insulin pump will not be returned for analysis.